Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive and the display was frozen. The customer reported that the insulin pump had a constant tone but there was no alarm. The customer's blood glucose was 199 mg/dl at the time of incident. The customer stated that they battery change did not resolved the issues. The customer was advised to put the insulin pump to rest. The customer stated that the insulin pump turned on but the display was still frozen and the time did not change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored and no unexpected audio or beep anomaly noted. The button keypad works properly.no frozen screen or constant tone anomaly noted during our testing. The currents are within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near the display window corners and cracked reservoir tube lip.